Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was returned to olympus medical systems corp. (Omsc) for inspection. The inspection confirmed followings; there was a scratch on the distal end. There was a cut in the bending section rubber. Based on this inspection results, omsc assumed that the reported event was caused by stress such as external interference or chemicals. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
There is no information that the device has been returned to any of the olympus locations. However, inspection of the device confirmed the followings; the blade of the insertion tube was broken. The insertion tube was damaged. The adhesive on the bending section rubber was floating. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported a pinhole on the device and requested repair. Then, olympus found that the adhesive on the objective lens was peeling off. It is a MDR reportable malfunction. There was no report of patient injury associated with this event.